Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer was not performing the air removal step. Tandem technical support informed the customer that not performing the air removal step is off label per the tandem user guide. Customer¿s blood glucose level was 196 mg/dl. Customer would load a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.